Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
Customer reported that the avl baton 3-4 was being used to perform an intubation and the video image became distorted, described as squiggly lines and loss of video image. Procedure was completed with a different baton. No patient harm or user harm reported.

Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.